Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. Although the reportable event (green discoloration) was initially confirmed during inspection and attributed to a defective cable, upon further evaluation by the legal manufacture the event was not confirmed or reproduced. Therefore, the cause could not be specified. In addition, the following non-reportable malfunctions were found during the device evaluation; abnormal image due to a cable failure, loss of image due to a charge-coupled device (ccd) failure, an e218 error due to a cable failure, and damaged fiber composite of the optical fibers in the distal end of the outer tube due to mechanical force like impact. Although these failures were noted in the initial evaluation, during the legal manufactures inspection of the device, the abnormal image and loss of image could not be duplicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable did not display image. The issue was found during preparation for use for an unknown procedure. The procedure was completed using similar equipment. The customer noted that this issue had previously occurred. During inspection and testing of the returned device the image turned green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a fault on the cable unit. The likely cause was due to the damage to the video signal line built into the cable of the cable unit or poor contact between the electronic board and the video signal line inside the video connector. No impact marks were found on the mantle tube, cable, or video connector of the insertion section where the charged coupled device is built. Considering that the currently installed cable unit were replaced in august 2019, the cable and video may not be properly handled during the handling of the product from removal to storage after the repair at that time. Intermittent bending and twisting were applied to the base of the connector, and repeated tensile loads were applied to the built-in video signal line, resulting in breakage or poor contact. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This information is a correction to the initial report as it was inadvertently left off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information received identified that the procedure was a therapeutic abdominal hysterectomy and there was no delay during the procedure.